Event description:
Report 1 of 2. The customer contact reported a separation. The tubing set was being used to deliver an unspecified chemotherapeutic agent. After an unspecified length of time in use, the customer contact reported the tubing separated from the distal end of the microbore "y" connector after becoming wrapped around the pt's toe. It was reported that an unspecified volume of blood and solution leaked onto the pt. The solution that leaked was cleaned up according to the hospital's protocol. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
Due to hazardous contamination, the device will not be returned for investigation. See medwatch MFR report #9613251-2009-00218 for report 2 of 2 submission. (B) (4). (B) (4).